Manufacturer narrative:
Initial.

Event description:
It was reported that a patient dropped an insulin cartridge during a supply change, resulting in a cracked cartridge and inability to continue therapy with the device; the user was advised to transition to backup therapy. Symptoms included no reported adverse health effects. Outcomes included temporary interruption of device-assisted insulin delivery with use of alternative therapy. Investigation included customer interview and troubleshooting with education regarding backup therapy. Investigation of this case revealed physical damage to the cartridge consistent with user handling; no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage to the disposable component.